Manufacturer narrative:
B1 correction: the previous indication of adverse event product problem was corrected to product problem. B2 correction: the previous indication of intervention required is no longer applicable. H1 correction: as it was previously clarified that the pump replacement performed was related to normal end of service, the type of report was corrected from previously being a reportable serious injury to a reportable malfunction. H6 correction: the previously applied annex codes f1905 and f12 have been replaced with f15 and f26. The conclusion code d14 has been replaced with d12. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis determined the pump reached end of service (eos) based on time progression, as expected. The pump passed analysis testing that was able to be performed due to the end of service status. Flow testing and motor stall function were unable to be performed due to the pump reaching eos. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign healthcare provider (hcp) via a company representative (rep) reported that the patient's age, gender, and medical history were not available. The initial reason for the pump replacement was related to normal end of service (eos). The patient had many MRI¿s patient was a spinal injuries patient. It was a request from the hospital to see if the stalls had a negative impact from the many MRI's the patient had in the lifetime of the pump. There was no issues with the pump they required information as a research for impacts of MRI on the pump. The hcp did not have the dates and times of each of the MRI's, or if the stalls had resolved. The event was not related to one particular stall.

Manufacturer narrative:
According to medtronic records, the drug that was recorded in the pump was unknown baclofen at a concentration of 2,000 mcg/ml at a dose of 12.2 mcg/day. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the hospital requested the pump be sent to the manufacturer to look at the history of pump motor stalls and to see if it has had any impact on the pump. The patient who had this implanted had many MRI¿s (magnetic resonance imaging), so they wish to have this for research purposes. The hospital wanted to have the information regarding motor stalls related to the pump and longevity. No patient symptom was reported. The pump was explanted. The issue was indicated as not resolved as of (B)(6) 2025.

Manufacturer narrative:
H4: please note that the manufacturer date of 2018-may-22 is after the reported date of pump implant indicated as (B)(6) 2017. Follow-up is being performed to clarify the pump serial number and pump implant date reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 correction: the previously applied device code a141204 was replaced with a072001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was clarified that the pump was implanted on (B)(6) 2019.